Manufacturer narrative:
Telephone number is (B)(6). A non-sterile unit of product ¿smart flex 5x40 vas 120cm¿ was received coiled inside of a clear plastic bag.  The device was unpacked and was laid flat on a tray to proceed with the product evaluation. The unit was fully deployed, and the stent was not returned to be evaluated. The hemostasis valve was received close tighten. A kinked/bent condition is present located at approximately 122 cm from the distal tip. No damages or anomalies were observed on the returned device. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The failure reported by the customer as ¿stent delivery system (sds)-ses~ kinked/bent - during use¿ was confirmed. The returned unit presents a kinked/bent condition.  Exact cause of this damage could not be conclusively determined during the analysis.  Procedural or handling factors might have contributed to this issue. Neither the phr review nor the product analysis suggests that the reported condition could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the head-end of a 5 x 40 x 120cm smart flex vascular self-expanding stent (ses) delivery system conveying the unknown sheath was kinked, which made it difficult to enter the unknown guide wire. There was no reported patient injury. Analysis of the returned device indicated the unit was deployed. And the stent was not returned. Multiple attempts were made without success to obtain additional information.

Manufacturer narrative:
The head-end of a 5 x 40 x 120cm smart flex vascular self-expanding stent (ses) delivery system conveying the unknown sheath was kinked, which made it difficult to enter the unknown guide wire. Analysis of the returned device indicated the unit was deployed and the stent was not returned. There was no reported patient injury. The device was returned for analysis. A non-sterile unit of product ¿smart flex 5x40 vas 120cm¿ was received coiled inside of a clear plastic bag. The device was unpacked and was laid flat on a tray to proceed with the product evaluation. The unit is fully deployed, and the stent was not returned to be evaluated. The hemostasis valve was received close tighten. A kinked/bent condition is present located at approximately 122 cm from the distal tip. No damages or anomalies were observed on the returned device. Functional analysis was not performed due to the unit was received fully deployed and the test cannot be accomplished properly. A product history record (phr) review of lot 212568 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported events. The reported ¿stent delivery system (sds)-ses~ deployment difficulty - premature deployment¿ was not confirmed due to the nature of the complaint. The unit was returned fully deployed and the stent was not returned for analysis. The reported ¿stent delivery system (sds)-ses~ kinked/bent - during use¿ was confirmed. The returned unit presents a kinked/bent condition. It is probable that procedural or handling factors such as the user¿s interaction with the device during use may have contributed to the reported events. If resistance is felt and the operator continues to track the device to the target lesion, this may have caused the reported kink bent condition identified approximately at 122 cm from the distal tip. Moreover, the device analysis identified that the hemostasis valve was received closed tightly. This is typically seen when device manipulation by the operator occurs. This interaction may have possibly led to the deployed stent condition on the device, as received. Kinking during clinical use is a known and common occurrence during the procedure and is typically related to anatomy, technique, skill, and vessel tortuosity. The instructions for use (IFU) cautions users to inspect for kinks and bends, or other signs of damage prior to and during use. Any product with damage is not to be used. If the operator encounters kinking or damage during use, they are clinically trained to immediately discontinue manipulations and remove the product. Therefore, the potential for patient injury/death occurring as a result of kinking or bend type damage is remote. Additionally, the instructions for use (IFU) states ¿for stent deployment, the tuohy borst valve must be loosened to allow free movement of the pusher tube. To retract the outer sheath and deploy the stent, remove any slack in the system, grip the outer sheath and handle with one hand and the pusher tube with the other. Move the outer sheath proximally relative to the pusher tube, while holding the pusher tube in a fixed position.¿ neither the phr review nor the product analysis suggests that the events reported could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.